Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was analyzed and the reported problem was confirmed via the error logs but was not replicated in-house. Failure analysis found a 31010 error pointing to the carriage presence pins. The unit was tested on an in-house system in normal mode where all tests passed. The unit was also tested on a patient side cart fixture test platform (pftp) where it failed with a non-related error.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed that the universal surgical manipulator (usm) had been brute forced down, close to the cannula attachment point. Fse was unable to force loose, even the calibration was not successful. Fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the system was not accepting the sterile adapter (sa). The customer power cycled the system and redraped the arm, but the issue persisted. The surgeon continued the surgery with 3 arms. The procedure was completing as planned with no reported injury.